Manufacturer narrative:
The device was not returned for analysis. Production record and record and corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the calcified right and left common femoral arteries (rcfa and lcfa) using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, seven prostyle cuff misses [suture retrieval issues] were noticed between the two access sites. The sutures of two new prostyle devices were successfully pre-placed in the both the rcfa and lcfa sites. The sheath was upsized to greater than 8f at each site, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.